Event description:
This is filed to report a leak of the dc handle flush port. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr). During a mitraclip procedure, it was noted that air had entered the steerable sleeve of the clip delivery system due to a leak of the flush port of the delivery catheter (dc) handle. The first instance was while straddling the cds and steerable guide catheter (sgc). Air was removed from the device by opening the red cap of the flush port and flushing with saline solution. The procedure continued, but air presented again when the leaflets were grasped. Air was flushed from the device again. The procedure was able to be completed. The mr was reduced to grade 1. Air never entered the anatomy. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported dc handle leak/splash. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported dc handle leak during the procedure could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.